Manufacturer narrative:
E1: initial reporter address: (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during continuous renal replacement therapy with an unspecified type of prismaflex set and a prismaflex machine, the "input pipeline of the hemodialysis machine was disconnected and stuck at the infusion port." There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
B5: the following additional information was provided by the customer. The line of the disposable was complete and no leakage occurred. The issue occurred with the machine. H11: based on additional information received, the prismaflex set was determined not to be a factor in the reported event. Should additional relevant information become available, a supplemental report will be submitted.